Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was removed and a vitrectomy was performed. Add'l details of the case are not available and no add'l info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info is not expected. (B)(4).